Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel and the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the vascular damage peripheral vessel issue was most likely use related as it occurred during pump cut down and removal. The root cause of the positioning issues was not determined since product was not returned and there is a lack of clinical detail.

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on support due to having a left anterior descending artery occlusion. While on support, the pump advanced and the pump angled towards the mitral apparatus. The doctor attempted to torque out of the mitral/papillary multiple times which was unsuccessful. The pump was left shallow at three centimeters. The doctor was able to get the inlet away from the anterior leaflet but was still angled towards the mitral apparatus. Upon impella cp removal, there was significant bleeding from the femoral artery. There was a femoral artery perforation that required vascular surgery to be called for assistance in repairing artery. One unit of packed red blood cells was provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿